Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump beeped to have the battery changed while she was delivering a bolus. The customer cleared the alarm. The customer was assisted with rewinding the insulin pump. It was found in the alarm history that the insulin pump also received two different pump error alarms in addition to the failed battery alarm. The customer's blood glucose level was 106 mg/dl. Troubleshooting was not completed as the customer was advised to have the insulin pump replaced. The device was returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4 or pump error 15 was noted during testing. No unexpected failed battery test alarms noted during testing. Power management tool confirms the unloaded voltage and loaded voltage are within specification. The device was received with minor scratched display window and case.